Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse found that the e-100 option was unselected in gemini download application (gdla). The fse activated it to resolve the issue. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the synchroseal instrument was not recognized. Prior to calling technical support, the customer tried another synchroseal instrument on the e-100 with the same result. There were no errors in the system logs. An intuitive surgical, inc. (Isi) technical support engineer (tse) asked the customer to perform e-100 soft and hard power cycle and reseat instrument and to ensure that synchroseal instrument arrows are aligned, still there was no light led on the bipolar port. The tse asked the customer to mount instrument and check. The tse had the customer connect the instrument to the erbe instead of bipolar instrument to avoid conflict. The tse noted that the e-100 was found as ¿not configured¿ from (B)(6) 2023. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system and it initially powered on without errors. The procedure was completed robotically without the use of the e100 generator.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The universal surgical manipulator (usm) was returned and failure analysis investigation was completed. Non recoverable errors 23000 & 23008 were confirmed as having occurred in the field via logs, but were not replicated in-house. Logs showed a 23008 error on dof 4 (insertion). Unit was tested on an in-house system in normal mode where it triggered no errors. Unit was also tested on a testing platform where it passed all required tests.

Event description:
Refer to h10/h11 for follow-up information.